Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the computer and the monitor of the navigation system were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The monitor was returned to the manufacturer for analysis. Analysis found no failure with this component. Through functional testing and visual/physical examination, the returned monitor displayed a good image with no issues. No problem found. The computer was returned to the manufacturer and was still under analysis on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system was not showing a signal when booting up. After it booted, the site could see the application launcher. When going into the software, it would again not show a signal, but would show the software after loading. Troubleshooting involved swapping the digital visual interface (dvi) ports at the back of the computer. The site tried swapping and confirmed that there was still no input booting up. No patient was present at the time of the event. It was also reported that swapping the cables did not resolve the issue. Replacement of the computer did not resolve the issue.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found no failure with this component. Through functional testing and visual/physical examination, the reported issue could not be confirmed or replicated. The computer booted normally to the application screen. The ent program started and ran normally. No "no signal" message or other boot issues were observed during testing. When the monitor was replaced there was a cable that had to be replaced as well, due to the new monitor having a different configuration than the previous monitor. If information is provided in the future, a supplemental report will be issued.